Event description:
A user facility reported that a patient sustained hypopigmentation to the anterior and lateral shin area following hair removal treatment with a lumenis lightsheer duet laser. It was further reported that the incident occurred one year prior to being reported to lumenis.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings and patient photographs. Patient treatment settings were provided. A review of service records for the subject device concluded the device had been serviced regularly and had been examined and evaluated within one month of the reported event date and found to meet manufacturer specifications. The subject device had been regularly serviced by a lumenis technical specialist according to manufacturer recommendations. A lumenis healthcare professional evaluated the reported event details and patient concluding that the root cause to be incorrect treatment parameters selected and possible sun exposure.